Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.

Event description:
It was reported that the customer had sensors whose readings were inaccurate. His blood glucose level was 140 mg/dl when the insulin pump went into threshold suspend. The sensor glucose level was 40 mg/dl. The customer's sensor and blood glucose readings were not accurate. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.